Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The was stated that the customer was hospitalized for low blood glucose levels. The customer was found by his mother, with blood glucose levels in the range of 20 mg/dl. Prior to the event, the customer had been getting frequent no delivery alarms. A follow up call was made to the customer, but he had no further information. He did not known why his blood glucose levels went so low. He has been sent different infusion sets due to the no delivery alarms. Nothing further was reported.